Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive, preventing the device from waking as expected, and a video was provided; the device was restarted during troubleshooting, and a replacement ilet was issued. Symptoms included no adverse clinical effects and blood glucose values were not impacted. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included customer interviews, review of user-provided media, and technical troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.